Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage" was confirmed. If add'l info becomes available, a supplemental report will be submitted.

Event description:
Report rec'd from (B)(6) for servicing. During servicing, it was found that the hose of the device was damaged. The device was not used in surgery. It is unk if surgical delay, injury, or medical intervention occurred. There is no add'l info provided.